Manufacturer narrative:
Device lot# was unavailable. Expiration date is determined by the lot# and therefore cannot be provided. Manufactured date is determined by the lot# and therefore cannot be provided. The device was discarded by the site. There is no allegation of a malfunction of a philips device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove a cardiac implantable electronic device (cied) system of 4 leads due to infection; 1 left ventricular (lv), 1 right atrial (ra), 2 right ventricular (rv). The case was known to be high risk. The first 3 leads were extracted without issue: 1 left ventricular (lv) lead (implanted in 2016) was easily removed with a spectranetics lead locking device (lld) ez. 1 right atrial (ra) lead (implanted in 2016) was also easily removed with a spectranetics lead locking device (lld) ez. 1 right ventricular (rv) ICD dual coil lead (implanted in 2011) was removed with an spectranetics lead locking device (lld) ez and a 16 fr spectranetics glidelight laser sheath 500-303. X-ray guidance was used throughout the procedure. The last and 4th lead was a 15 year old dual coil cpi lead in the rv. The connector was cut off years ago. It was not possible to use a lead locking device (lld) with the 4th lead. The physicians decided to extract the lead without lld support. The physician used the 16 fr. Spectranetics glidelight laser sheath 500-303 to free the proximal coil of the lead. It was a slow but steady process without any signs of problems. On the x-ray it was seen that the proximal coil was free from the lateral wall. After passing the proximal coil the laser couldn¿t advance distal. At this point the physician pushed the glidelight laser sheath distal without lasing. After turning the spectranetics cvx-300 excimer laser system on again, a jump was seen on the x-ray and the rv lead was broken. He then pulled out the introducer sheath and inspected the stump, making preparations to put a ligature on it. This is when the anesthetist reported that the patient's blood pressure dropped. Rescue efforts commenced and a perforation was detected at the anterior wall of the superior vena cava (svc) and vena brachialis. During the rescue procedure, the abdomen of the patient was swollen. It was observed that blood was going in the patient (from the bypass) but not enough blood was coming back. The surgeon concluded that there was bleeding in the abdomen, most probably related to the cannulation of the bypass. Ultimately, rescue efforts were unsuccessful and the patient passed away at 17:25. Further detail regarding the perforation: the perforation was located proximal to the tip of the laser catheter, approximately 4 cm. Both physicians concluded that the lead was still connected to the anterior wall in the area of the perforation while the laser catheter was pushed distal. The anterior wall was pushed down and finally ruptured because of the push. The blood pressure dropped after the sheath was removed, so it was, at least partially, a covered perforation, meaning the perforation may have happened earlier/ higher up but not creating symptoms because the sheath was covering the perforation. The physicians concluded that the perforation was not caused by the spectranetics 16fr glidelight laser sheath.